Event description:
The manufacturer received information alleging an difficulty breathing/short of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted where the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no furtherinvestigation can be performed. If any additional information is received, a follow-up report will be filed.section b1, g3, and h6 has been updated/corrected.